Event description:
Reporting status: serious injury - required intervention. Reporting rationale: stent dislodgement / dissection requiring medical intervention. Device issue: stent dislodgement. It was reported that there was moderate tubular stenosis in the proximal rca and diffused near total occlusion at the mid rca with timi 2 distal flow. Moderate diffuse stenosis at distal rca up to 60% . Mid rca lesion was very tortuous and heavily calcified. During an attempt to cross the mid rca, severe resistance was felt and stent dislodgement occurred. A voyager balloon was passed through the unexpanded stent and retrieval was performed successfully; however, a focal coronary dissection occurred at the proximal rca. The dissection was treated with another stent successfully. Three days later, it was confirmed that the pt's condition was good. No additional event or pt info is available.

Manufacturer narrative:
Results - product products performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon and on the hub. There was contrast on the balloon and on the distal shaft. The stent implant was returned dislodged from the balloon. The entire length of the stent implant was expanded. The struts in the proximal end and middle portion of the stent implant were stretched. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a kink in the distal shaft, 2 mm proximal to the proximal seal. There were kinks in the hypotube, 14.3 cm and 16.3 cm distal to the strain relief tubing. There were two bends in the hypotube, 4.5 cm proximal to the guide wire exit notch and 1 cm distal to the strain relief tubing. There was no other damage noted to the sds. The stent implant outer diameter could not be measured due to the damage noted. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.